Event description:
It was reported that the wake button was unresponsive and the customer was unable to turn the pump on. The customer's blood glucose (bg) level was 568 mg/dl. Customer addressed bg with a manual injection. Troubleshooting with tandem technical support indicated that the wake button was working appropriately and that the pump was able to be turned on and function as intended when not plugged into a power source. The customer continued using the pump for insulin therapy.